Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2018. The right atrial lead had previously been known to be dislodged. The lead had been re-programmed to high-output. Fluoroscopy had confirmed the dislodgement. During the procedure, after the helix was retracted, the helix would no longer extend. Tissue was noted in the helix after the lead was removed. A new lead was placed. The patient was stable throughout the procedure.